Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. The patient reported the rash as small red bumps and itchy. The patient confirmed a history of skin sensitivity. There was no alleged device malfunction contributing to the irritation. The patient took benadryl (per her own recommendation) but could not continue the medication. The patient followed up with her physician who reported that rash is contact dermatitis and gave her prescription medicine (benadryl cream and another unknown ointment). Follow up indicated that the cream is helping with the skin irritation.